Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Procedure performed: open colostomy takedown. Event description: the surgeon was attempting to seal tissue and the jaws got stuck to the tissue. When they attempted to remove the jaws, it ripped the tissue and caused extra bleeding. The surgeon completed the surgery using laparoscopic devices and suturing. The bleeding was observed from a specific vessel seal. Additional information cannot be provided. The rep was not present for the case. Patient is fine. Type of intervention: the surgeon completed the surgery using laparoscopic devices and suturing. Patient status: patient is fine.

Event description:
Procedure performed: open colostomy takedown. Event description: the surgeon was attempting to seal tissue and the jaws got stuck to the tissue. When they attempted to remove the jaws, it ripped the tissue and caused extra bleeding. The surgeon completed the surgery using laparoscopic devices and suturing. The bleeding was observed from a specific vessel seal. Additional information cannot be provided. The rep was not present for the case. Patient is fine. Type of intervention: the surgeon completed the surgery using laparoscopic devices and suturing. Patient status: patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Blood and eschar were observed on the jaws. Testing was performed on the event, which confirmed the complainant¿s experience of insufficient hemostasis. After cleaning the jaws, the unit functioned as intended when activated. Based on the condition of the returned unit, it is likely that the reported event was caused by eschar buildup. Applied medical¿s instructions for use (IFU) states that, ¿buildup of eschar can negatively affect the device¿s sealing and cutting performance.¿ the event was initially reported based on the description of the event. However, based on the evaluation of the returned unit and further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury as the bleeding could be controlled through normal surgical procedures. A correction was made to h1 as there was no patient injury.